Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic system. Aneurysm morphology was not reported. Vessel morphology was reported as moderate calcification and moderate tortuosity. It was reported that the stent graft was placed higher than intended partially covering the renal artery. The physician elected to place another manufacturer's bare metal stent in the renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results and conclusion: grafts were inaccurately delivered by the user. Secondary intervention.